Event description:
Arterial line tubing primed and hooked up to patient, arterial line zeroed multiple times, it still read 0/0 with mean of 0. New arterial line tubing strung and placed onto patient, problem resolved. Neonatal nurse practitioner (nnp) at bedside throughout procedure. Being that after they restrung fluids and used the same cable with no problem, I would assume that it was not the monitoring cable.